Manufacturer narrative:
09/30/2019 08:53 am (gmt-5:00) added by usrp (B)(6): according to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to broken tubing. A titan touch pump, two cylinders and detached inlet tube were received for evaluation. Examination and testing of the returned component revealed two separations in the exhaust tube of cylinder 1. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed both to have a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with the pump, cylinder 2 or detached inlet tube. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument damage noted in the exhaust tube of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated the device was implanted approximately 2 months prior to revision. Due to the short period in-vivo, quality concluded the separations may have occurred inadvertently during closure at the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing broke.